Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 28 mg/dl. The customer stated that her husband gave her a glucagon shot and sugar water. The customer stated that she ate a light meal last night with 15-18 carbs and all of a sudden she got really irritated. The customer stated that she goes low when she is irritated. The customer declined to troubleshoot for low readings.